Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported receiving an errc-14 message after a sample is applied to the test strip using her adc blood glucose meter. As a result of this issue, the customer was unable to test and stated that at 3:09 pm on (B)(6) 2016 she experienced symptoms of ''shaky and dizziness'', and ''almost passed out''. She was brought to the emergency room to verify that her ''sugar had dropped''. The customer was treated in the ER with unspecified glucose (route of administration not reported). No readings or diagnoses were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It should be noted the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an errc-14 message after a sample is applied to the test strip using her adc blood glucose meter. As a result of this issue, the customer was unable to test and stated that at 3:09 pm on (B)(6) 2016 she experienced symptoms of "shaky and dizziness", and "almost passed out." She was brought to the emergency room to verify that her "sugar had dropped." The customer was treated in the ER with unspecified glucose (route of administration not reported). No readings or diagnoses were provided. There was no report of death or permanent injury associated with this event.